Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had unexpected battery power loss. The customer¿s blood glucose level was 300 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specification range. Insulin pump was monitored and tested with low battery alert or unexpected battery power loss noted. No unexpected resetting time and date after changing battery noted.